Event description:
This is a report by a consumer of peritonitis in a male patient coincident with dianeal (unspecified) therapy. On an unreported date, the patient began treatment with dianeal (unspecified) therapy (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. Baxter product surveillance was contacted by the patient's care giver (cg). She stated that the hp (home patient) was admitted to the hospital early this morning ((B)(6) 2012). She stated it was believed to be peritonitis but was unable to disclose any further information. Outcome of the peritonitis was not reported. Treatment was not reported. Concomitant therapy was not reported. A statement of causality was not provided. Multiple attempts have been made to contact the pd nurse to request additional information; however, no further information has been obtained.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. The assignable cause was not determined. A review of all batch record documents was performed for potentially associated lots h11k15011, h12a06035, and h12b08047 with no issues noted during the manufacturing process. There were no deviations from standard procedure.